Event description:
A data error alert was reported by the caller after the pump shipment date. There was no adverse impact to the customer's blood glucose level. Customer support decided to replace the pump while advising the caller that the current pump could continue to be used. The caller understood the instructions for putting the pump into storage mode and agreed to return it using a pre-paid label within 10 days.